Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not pushing the syringe correctly and giving a clicking noise. There was no patient injury reported.

Manufacturer narrative:
Device available for evaluation: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing from the bottom case upon receipt, and the right plunger case and bottom case were cracked. No error code was found in the ehl (event history log) related to the reported issue. The customer reported issue was duplicated as the syringe was found to exhibit a popping sound during the syringe delivery test portion of the investigation. Root cause of the reported issue is attributed to the customer not lubricating the plunger tube with silicon grease. Cleaned and applied silicon grease on the plunger tube, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.